Manufacturer narrative:
On (B)(6) 2018. On 17jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported by the international customer that during use the ventilator "cannot be used". Additional information has been requested. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 25jan2019, date received by MFR: 24jan2019. The international customer reported that they did not "feel as fluent in use as before" on the ventilator. The customer was provided a quote for repair/service of the device. The customer repaired/service the device with a third party service provider. However, did not provide additional information on the repair/service of the device.